Manufacturer narrative:
Common device name: fge catheter, biliary, diagnostic - biliary stent - metal.

Event description:
Lai 2002, cotton-leung stent 10f, 15 cm, eus in multiple biliary papillomatosis. A 74-year-old man presented with abdominal pain, jaundice, and weight loss of 17 pounds over a 1-month period. His medical history included prostate cancer for which he had undergone radical prostatectomy. The patient was afebrile. Examination revealed jaundice; a smooth, nontender liver edge palpable 2 cm below the right costal margin; and no palpable mass, stigmata of chronic liver disease, or lymphadenopathy. Subsequent ercp confirmed ductal dilatation and demonstrated frond-like filling defects extending from the mid portion of the extrahepatic bile duct into the left hepatic duct. Forceps biopsy specimens were obtained; the lesion seemed soft and mobile. To establish drainage, a 15-cm, 10f cotton-leung biliary stent (wilson-cook medical, inc. (B)(4)) was placed. Histopathologic interpretation of the biopsy specimens was consistent with a papillary adenoma. The patient was scheduled for surgical exploration and possible resection of the tumor. However, 1 day after ercp an acute abdomen developed and he underwent urgent exploratory laparotomy. At operation, the endoscopically placed biliary stent was found to have migrated from the biliary tree and had caused a luminal perforation approximately 15 cm distal to the major papilla. The stent was removed and the perforation closed. Intraoperative choledochoscopy with a flexible instrument demonstrated a dilated (2 cm diameter) bile duct filled with papillary, friable tissue that extended into the left intrahepatic ducts, which were diffusely carpeted by tiny polypoid growths. File opened to capture stent migration and luminal perforation. Surgical intervention required.